Event description:
On 5/9/2023, it was reported by an arthrex employee via email that an ar-3602 fibertak anchor was disconnected from the shaft. The surgeon attempted to implant the anchor, but it would not seat. The case was completed using another ar-3602 fibertak. This was discovered during a glenoid labrum repair procedure on (B)(6) 2023.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is not confirmed. Visual evaluation found that the implants and sutures were not returned for investigation. The fibertak does not have any issues. No problem found.